Manufacturer narrative:
Full name of the facility is (B)(6). The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the returned device, it was noted that the probe was broken off at 17 mm from the tip. The break of the probe had started from a scratch. There were no scratches on the non-insulated part of the grip. The opening width of the grip part of the device was as expected and so was the opening width of the probe and the grip. There was no dropout or deformation of the pin that was fixing the grip. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer for this event, during a therapeutic laparoscopic liver resection procedure, when the use of the device was commenced, the device had no output. The device was taken out of the patient to check. The device probe broke off when the device opening and closing function was being tested outside the patient body. The procedure was completed with a new device. There is no harm or adverse impact to the patient. The device was inspected prior to use with no anomaly noted.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 03-march-2022. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) when output in seal & cut mode, the probe came in contact with metal or a surgical instrument. 2) this caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. 3) the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 4) some forces were applied to the probe causing it to break. This following information is included in the instructions for use (IFU): ¿the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.¿ olympus will continue to monitor the performance of this device.